Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: the cause could not be determined but is most likely due to wear and tear and improper handling/excessive force by the customer. The event can be detected and prevented by following the instructions for use which state: when using the endoscopic equipment in combination with hf electrodes, arc-over may occur between the endoscopic equipment and the electrode resulting in damage to the endoscopic equipment. Always keep a distance of at least 10 mm between the endoscopic equipment and the electrode. The following non-reportable malfunctions were found during the device evaluation: the main body was rusty, the direction pin is broken off the main body due to rust, the distal end is damaged (burning marks and deformation), the outer tube at the proximal end is bent, the optical fiber bundle is partially broken. Consequently, the illumination is insufficient. There are usual signs of use (scratches and dents). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the telescope, 12°, 4 mm had the light guide connector broken. The issue was found during preparation for use. There were no reports of patient harm.